Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had experienced persistent low flow alarms. Computed tomography angiography (cta) showed an obstruction of the outflow graft. The patient was sent the or for an outflow graft revision surgery. The log file captured numerous low flow events throughout, with the pump power being stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft obstruction could not be confirmed. The customer reported that the patient had persistent low flow alarms and a CT showed an outflow graft obstruction in the area proximal to the pump. The patient was taken to the operating room for a revision. Review of the submitted log files confirmed the reported low flow alarms. The log files showed an overall downward trend in flow (B)(6) 2022. The controller event log file showed the estimated flow intermittent decreasing below 2.5lpm, resulting in frequent low flow alarms. Two CT images were submitted for review, which appeared to show the area of the outflow graft distal of the bend relief. The nature of the reported obstruction was unable to be determined based on the submitted images. The patient was reportedly doing well following the graft revision surgery and was discharged home. The patient remains ongoing on vad support an no further issues have been reported. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. The surgical procedures section of heartmate 3 instructions for use heartmate 3 lvas IFU rev. C contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The system monitor explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. This section also provides information for setting the optimal fixed speed and low speed limit for the patient. No further information was provided. The manufacturer is closing the file on this event.